Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation and high impedances on the leads. It was also reported that the patients ipg was difficult to charge and would not connect with the clinicians programmer (cp). The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.